Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications (B)(4).

Event description:
On (B)(6), 2010, this patient underwent an emergent endovascular repair of a ruptured aortic arch aneurysm using a gore tag thoracic endoprosthesis (tgt4020/8325111). It was planned that the left common carotid artery (lcca) and the left subclavian artery (lsca) would be intentionally covered by the tag device, therefore a bypass surgery from the right axillary artery to the lcca and the left axillary artery was performed before deployment of the tag device. No issues were reported, and the patient tolerated the procedure. On (B)(6), 2010, post-operative follow-up imaging identified a type ii endoleak originating from the lsca. Aneurysm enlargement was not reported. On (B)(6), 2010, an additional endovascular procedure was performed to repair the type ii endoleak whereby the lsca was coil embolized. The patient tolerated the procedure. On (B)(6), 2010, the patient was transferred to another hospital. According to the cro in (B)(6), no further information is available.